Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted and thus was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided was reviewed and the following observations were noted: leaflets are thickened and calcified. The valve is under-expanded at 26.3mm at mid valve after adding 0.5mm for outer diameter dimensions. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient is being worked up for a valve in valve procedure approximately 4 years and 10 months post implant of a 29mm sapien 3 valve in the aortic position. Admitting symptom is fatigue and bilateral leg edema. Echo states there are findings consistent with fibrous growth into prosthetic valve. The valve gradients are increased, and there is significant restriction of the non/left coronary aspect of the prosthetic valve. Overall findings are consistent with severe degenerative prosthetic stenosis. The imagery provided was reviewed by an edwards lifesciences clinical imaging specialist. Neither halt nor pannus formation was observed on the CT. The CT shows that the sapien 3 valve is under-expanded at 26.3mm at mid valve after adding 0.5mm for outer diameter dimensions. All three prosthetic leaflets are thickened and calcified. The patient is awaiting dental clearance and open leg ulcers to heal before valve in valve procedure can be scheduled.